Event description:
It was reported that a user experienced hypoglycemia to 69 mg/dl and did not receive a low-glucose alarm on their phone despite the ilet mobile app being connected and notifications enabled, with ilet readings visible in the bionic circle app. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention. Investigation included a review of app connectivity, notification settings, and data visibility within the bionic circle app. Investigation of this case revealed that the phone was connected and notifications were enabled, with glucose data displaying in the bionic circle app, and no functional abnormality could be confirmed. It was concluded that the cause of the missed low alert could not be determined and that the device appeared to function as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.